Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had the pump implanted on (B)(6) 2018 and heard the alarm. Log was read and determined that a motor stall happened on (B)(6) 2017 and recovered on (B)(6) 2017. The issue was resolved. The pump had not yet been updated so silenced alarm could not be confirmed but based on the logs there was no active stalls at time of the report. Updating the pump should silence it. No symptom was reported and no further complication was reported.